Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to low blood glucose levels in the range of 20 mg/dl. The customer had been having very erratic blood glucose levels due to having a stomach illness. The customer stated that she would feel more comfortable having the insulin pump replaced. Nothing further was reported.